Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that a piece of ring was excised from pt. It was protruding through the abdominal wall. Three weeks later, a second piece of ring was excised. Each piece was about 1/2" long.